Manufacturer narrative:
The user facility stated that the container cart "wanders" when moved and operators are complaining of back strains when trying to move the cart. A steris service technician inspected the container cart and found that when the cart is pushed or pulled it will not move in a straight direction. The technician adjusted and replaced the wheels on the container cart however, the cart was still difficult to maneuver. The container cart was removed from service and a new container cart was ordered for the user facility.

Event description:
The user facility reported that their container cart utilized with their 1327 cart washer was not operating properly.